Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the product experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "blood is clotting too quickly. During use. Blood appears to be clotting too quickly in the tube.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for blood clotting too rapidly with the incident lot was not observed. To further investigate, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to blood clotting too rapidly were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure: clotting (fibrin/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. This complaint is not confirmed with respect to blood clotting too rapidly; all retention samples were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the product experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "blood is clotting too quickly. During use. Blood appears to be clotting too quickly in the tube."